Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter occupation: reporter is a j&j employee. A product investigation was conducted. Service and repair evaluation: the customer reported the 10mm torque wrench 11mm across the flats failed calibration. The repair technician reported device failed torque testing and was out of calibration. The minimum torque peak attained during evaluation was out of the specified limit for the part. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low torque. The item will be forwarded to customer quality. The evaluation was confirmed. A device history record (DHR) review was conducted: part #: 388.261. Synthes lot #: 0084893-08. Supplier lot #: 0084893-08. Release to warehouse date: 05 apr 2022. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair, the 10nm torque wrench 11mm across the flats failed calibration. There was no patient involvement. This report is for one (1) 10nm torque wrench 11mm across the flats. This is report 1 of 1 for complaint (B)(4).